Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The customer reported that their display for the acuity central monitoring system failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Event description:
The patient complained of shortness of breathe. Upon inter- rogation, the device showed high capture thresholds on the rv lead. Echo revealed moderate pericardial effusion. The lead was explanted.

Manufacturer narrative:
The lead stiffness was performed and was found to be within specification. The damage found was sustained during the surgical precedure.